Event description:
A 2.5 mm diameter x 14 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an extremely difficult vessel; however, the morphology was not reported. It is unk whether the lesion was pre-dilated. It was reported that the stent was lost in the vessel and when the delivery system, wires and guides were removed from the pt, the stent was not found. With imaging the unexpanded stent was crushed against the vessel wall with another endeavor stent. The delivery system and images from the procedure were not returned to medtronic. The pt is fine.

Manufacturer narrative:
Evaluation: results: (difficult vessel) , (embolism-device). Evaluation: conclusion: (difficult vessel). (Required secondary intervention).